Event description:
During routine inspection performed by our distributor in (B)(6), a small cut was evidenced in the external tyvek lid. There was no pt injury as the device never reached the hospital.

Manufacturer narrative:
Method: the complaint device was returned to the MFR and the visual inspection confirmed a cut on the tyvek lid of the outer blister. Note that the inner blister remained intact. Results/conclusions: investigation has shown that the cut was inadvertently made by a cutter during the opening of the supplier carton box of lids. Investigation also showed that a very limited number of tyvek lids could have been potentially affected. As a result, intervascular has initiated a voluntary product recall for fifteen potentially affected devices. The MFR informed affected customers and appropriate competent authorities. Note that 5 potentially affected devices were located in the USA and are currently being returned to the MFR ((B)(4)). A corrective action plan is being prepared to prevent any further occurrence of incident of this nature.